Manufacturer narrative:
Ppae (major bleed): the root cause of the injury was not determined due to insufficient clinical details. Additional information has been provided in h6 (component code, investigation findings, type of investigation, and investigation conclusions).

Manufacturer narrative:
The investigation is still ongoing.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 was inserted via the direct surgical access for the 63 year old male patient who had been admitted in with known coronary artery disease and a plan for the coronary artery bypass surgery (CABG). The patient suffered from post cardiotomy cardiogenic shock and so the 5.5 was needed, as was an extra corporeal membrane oxygenation (ECMO). Prior to the implant the team supported the patient with inotropes, vasopressors, and a vent for respiratory needs. On day 6 of the support the team observed a gastrointestinal bleed. The gi bleed and any causality of the pump and anticoagulation to it was not shared. During the pump support heparin was on board for anticoagulation. Anticoagulation necessary for the pump placement and support can contribute to bleeding. The pump remains on for support to date, the patient has survived.